Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received five closed samples and one open sample with two sutures inside the first pack. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. All closed samples received were checked and all are the correct ones. The five closed samples have one suture inside. Taking into account that no other complaints have been received concerning this issue for this code batch, and the closed samples have only one suture inside, it is considered that this is an isolated unit, but the rest of units of the affected batch are correct. Final conclusion: the quality department concludes that the complaint is justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: netherlands. Package with one thread and two needles attached, there should be one needle attached to the thread.